Event description:
Boston scientific received information that this right ventricular(rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal pin segment was performed. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the segment. Laboratory analysis could not confirm an unspecified product performance issue as the proximal lead segment passed visual inspection and electrical testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. The boston scientific representative stated he did not think there was anything wrong with the lead. However, the physician did. No other adverse events have been reported. This product issue will be updated if additional information is received.